Event description:
A malfunction was reported on the pump, indicated by a malfunction code. There was no adverse impact on the customer¿s blood glucose level. The technical support team provided information on resetting the pump and assisted the customer in successfully resetting it. The malfunction did not recur, and the customer was advised to continue using the pump and contact support if the issue reappears.